Event description:
Intra-abdominal hemorrhage. In 1999, this pt underwent a myomectomy. One sheet of seprafilm was applied to the body of the uterus. On the 1st day post operatively, the pt complained of abdominal pain. An endovaginal ultrasound tomography was performed and intra-abdominal hemorrhage was observed. The pt's peripheral blood hemoglobin decreased. Adona, transamin s and blutal were administered. The next day, antithrombin iii was decreased and a neuart injection was given. Eight days later, the anemia showed slight improvement and the intra-abdominal hemorrhage had reduced. One week later, the anemia had improved and an endovaginal ultrasound tomography revealed the the 'ascites' has resolved. The pt recovered. The treating physician reported that the relationship of the event to the use of seprafilm is difficult to determine; however, it can not be completely ruled out.